Manufacturer narrative:
Event site postal code: (B)(6). It was reported that cs100 intra aortic balloon pump (iabp) reported complaint was no battery backup where the batteries (0146-00-0039) were defective. There was no patient involvement, and no harm or injury was reported. A getinge field service engineer (fse) checked properly and found the unit was not given battery backup and found that the battery pack was defective and needed to be replaced. Repair is pending.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had no battery backup and batteries are defective. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.